Event description:
Patient sent home on continuous infusion pump therapy. Complained that needle was bothering him. Came to clinic and nurse found needle half out of port. Attempted to activate the safety device to remove the needle but it would not fully engage and part of the needle was still exposed on removal from the patient.